Event description:
The user facility reported that the 5 french pedal sheath (50-1050) broke at the hub when attempting to remove the balloon (6x150 ev3) via left pedal access site. The doctor stated the possibly of the balloon re-wrap may have not been great, and he believed it caused some sort of suction on the sheath shaft itself causing sheath breakage. When removing the balloon, the doctor encountered some resistance and when balloon came out so did the shaft of the sheath (attached to balloon). Only the glidewire advantage, sheath hub, and small portion of the sheath remained. All pieces were removed, and pressure was held at the site for hemostasis. The doctor felt all sheath components were removed from the patient's body. The procedure was complete, and the doctor was pending a final angiogram that could not be done since access was lost at this point. The blood loss was less than 250cc's. The procedure was successful. The patient was in stable condition and discharged home. There was no patient injury or surgical intervention required.

Manufacturer narrative:
Patient race & ethnicity: requested, unknown. Implanted/explanted date: device was not implanted/explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath separation because the sample was not returned for assessment. The exact root cause could not be determined. The complaint mentions that some resistance was felt when trying to remove the balloon from the sheath. It is likely that the balloon was not fully deflated and that pulling forces during withdrawal caused the sheath to break. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
Additional information was received on 22mar2023: the procedure performed was a lower extremity percutaneous transluminal angioplasty (pta)/atherectomy.